Event description:
The malfunction occurred during a co's eval test which is part of co's normal service/repair procedure. An analgesia gas machine (flowmeter) was returned for repair with a note stating to "knob on left doesn't correctly adjust n2o or o2. Please check calibration". The unit was returned for repair and was received on 12/2/96. Upon eval it was determined that the flowmeter could flow nitrous oxide (n20) without oxygen (o2). This instrument is designed to deliver mixed o2 and n20. This feature, therefore, had malfunctioned. The co's follow-up report of the dealer contact states "they did not see the unit flow n2o without o2. There have not been any problems with pts using the flowmeter". Therefore, it was determined at no time did a pt receive 100% n2o from this device as a result of this malfunction. Co has previously submitted MDR's when the failsafe has malfunctioned, even when only in a co test as in the case of this MDR. Under the current MDR regulations, co has determined that this category of product malfunction does not require submission of an MDR and has filed an exemption with the FDA on 11/6/96.